Event description:
42mm non-locking screw broke off while being inserted into metaglene. Head and two or three threads broke off in one piece; the rest of the screw remained in patient. Surgeon was able to impact the glenosphere without further action needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.